Event description:
The hospital reported that during a procedure, the tip coating at the end of jaw, one side of coating came off inside the leg. It was retrieved through the original incision. No add'l incision was done. The procedure was completed with a replacement device. No pt complications were reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.